Event description:
Rptr had silicone implants removed because of hardening, distortion, and pain. The dr told her it was the worst case of calcified scar tissue he had ever seen. She had a second set of implants by another MFR removed 1/13/94 because of poor health, cell changes, bald spot on her head, and chronic fatigue. She has a goiter and symptoms of lupus such as chronic fatigue and disability. (Same rptr referred to in 1002364.)